Event description:
A caller reported a malfunction on the pump without any notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.